Manufacturer narrative:
Date sent to the FDA: 12/04/2018. Additional information was requested, and the following was obtained: how are you currently feeling? I am feeling ok at this time I had my repair surgery on (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent the inguinal hernia repair surgery on (B)(6) 2014 and the mesh was implanted. It was reported that the patient¿s tissue body went right through the mesh to the groin area and it occurred recently in the last several months. The patient also experienced a large area of bruising. The patient underwent a revision surgery on (B)(6) 2018. Additional information has been requested.